Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. It is alleged the patient experienced recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a known possible complication. A DHR review was performed which found that the device provided was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per patient's legal claim: attorney alleges that the patient underwent surgery for the repair of incisional/ ventral hernia with a non bard/davol parietex mesh and a bard/ davol ventralex st mesh on or about (B)(6) 2015. As reported the patient is making a claim against an adverse patient outcome against the ventralex st mesh. On or about (B)(6) 2016, the patient underwent additional surgery for the incisional hernia repair and bilateral advancement flap closing. As reported, there was evidence of large recurrent incisional hernia and the mesh was completely removed and replaced with another parietex mesh on or about (B)(6) 2016. As reported, the patient sustained severe and permanent injuries, has suffered and will continue to suffer physical pain and mental anguish. As alleged the patient experienced recurrence, pain, disability, hospitalizations, additional surgeries, psychological stress and depression. It is also alleged that the patient has undergone and will likely require further other forms of care and medical treatments and claims that the product was defective.